Event description:
It was reported that the holter showed episodes of oversensing, increased capture thresholds and decreased impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the proximal 26.5cm was returned for analysis. External insulation abrasion was noted at 11.0-11.7cm from the end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
New information provided indicated that noise was observed on ECG. The lead was capped. The patient is in good condition after replacement.